Manufacturer narrative:
The device has been received, however, an eval has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during esophagogastroduodenoscopy procedure on (B)(6) 2009. According to the complainant, during the procedure, the blue slider would not advance up to let the clip come out of the sheath. The physician completed the procedure with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedures was reported to be fine.